Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l58816, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
There were no old segments of the catheter left in the intrathecal space, just the new revised segment.

Event description:
It was reported that the patient as scheduled for a routine pump replacement; one month until elective replacement indicator (eri). Therapy was stated as working and the patient had relief. There was no suspected issue prior to the procedure. During the replacement, aspiration was attempted via the catheter access port (cap) and the catheter directly. The pump logs were also checked. The catheter was determined to be occluded. The catheter was replaced and the issue was resolved. The patient's status at the time of the event was stated to be alive with no injury. There were no patient symptoms or complications associated with the event. The patient was receiving effective therapy. The pump was used to deliver gablofen (baclofen).